Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss. Revision surgery is planned; however, has yet to occur as of the date of this report.